Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 disk analyzer. Patient 1 initial result was 815.1 pg/ml with a data flag. On (B)(6) 2024, the repeat results were 9.67 pg/ml, 10.06 pg/ml, and 11.44 pg/ml. Patient 2 initial result on (B)(6) 2024 was 22.35 pg/ml with a data flag. The repeat result was 1608 pg/ml with a data flag and 1609 pg/ml with a data flag. Patient 3 initial result was 253.5 pg/ml with a data flag. The repeat result was 32.70 pg/ml with a data flag and 34.13 pg/ml with a data flag.

Manufacturer narrative:
The reagent lot number was 771982. The expiration date was not provided. The field service engineer found a piece of the syringe adapter was cracked. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the damaged component and performed a check of the instrument. He verified the analyzer was performing within specifications. The investigation determined the service actions resolved the issue.